Manufacturer narrative:
The device involved in the reported event has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent out to the customer. Once the device has been received and the investigation has been completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that resistance was felt while advancing medtronic implant coil inside the proximal segment of the microcatheter and it detached as it was being withdrawn from patient through the microcatheter. Prior to the event, the 3.5 x 12 coil was delivered with great difficulty because resistance was large. The physician was worried that the surgery would be compromised and decided to withdraw the implant coil and that was when the reported event occurred. The detached coil was removed from the patient with the microcatheter. A new coil was used to complete the procedure successfully. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of an unruptured saccular aneurysm measuring 4mm x 3.4mm located in the cavernous sinus segment of the left internal carotid artery (ica). The patient¿s vasculature was normal in tortuosity and the blood flow was also normal.

Manufacturer narrative:
D10. Device available, return date - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information h3. Device evaluation, device returned - additional information h6. Evaluation codes - additional information, device evaluation h10. Additional manufacturer narrative - additional information, device evaluation the axium coil was returned for analysis. There was no microcatheter or accessories returned with the device. The actuator interface was securely attached to the coupler tube and no damages or irregularities were found with the actuator interface, positive load indicator, coupler tube, and break indicator. There are no evidence of any detachment attempts by mechanical or manual methods. The axium pushwire was found bent within the introducer sheath. The introducer sheath was found kinked with dried blood found in the distal section. The coin was present and pushed against the lumen stop and the shield coil was present and intact. The axium implant coil was returned for analysis still attached to the pushwire. The implant coil was found stretched and damaged within the introducer sheath with the polypropylene filament still attached. No other anomalies were observed. The axium coil could not be used for resistance and stuck in catheter testing with an in-house microcatheter due to its damaged condition. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck at catheter¿ could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.